Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that a vessel closure of an unspecified access site was attempted using a proglide device. Reportedly, after closing the foot, they initially were unable to retract the device. Ultimately, the device was re-advanced, and then it was able to be removed without issue. The method used to achieve hemostasis was not provided. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided. A posterior foot break was found during evaluation of the returned device. The location of the detached foot is unknown.

Manufacturer narrative:
The device was returned for analysis. The difficulty to remove cannot be confirmed in a lab environment. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no other similar incidents. The cause of the reported difficulties cannot be determined. The subsequent treatment appears to be related to procedure circumstance. In this case, it is possible the foot interacted with vessel material preventing removal. Manipulation of the device without opening the foot prior may have separated the foot. The account was notified of the foot separation. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.